Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose as well as low blood glucose. Customer¿s high blood glucose level was 447 mg/dl and the low blood glucose level was 43 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was over delivering. Customer was treated with the glucose tablet for the low blood glucose. No product is expected to return for analysis.